Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection reflin 1g (route, frequency and duration not reported), tobramycin 40mg (route frequency and duration not reported), and heparin 25000 units (route, frequency and duration not reported) for peritonitis. Dianeal therapies remained ongoing. The patient&#38112;recovery status and outcome of the event were unknown. No additional information is available.